Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that the stimulator in the beginning worked pretty well, but now the therapy wasn't really doing anything for them. Pt said that for the last few months, they felt like the stimulation was doing something on their left side but not their right side. Pt said that then the stimulation seemed to go opposite. Agent reviewed and redirected pt to hcp. When asked for the event date, pt said that it had probably been a good 4 months.